Event description:
Problems began once I had implants including hair loss, vision problems to the point where my contact lenses would fall out of my eyes, heart palpitations and tightness in my chest, ear ringing, anxiety, fatigue, throbbing stabbing pains in my chest where implants were located which made it difficult to move when laying down in bed at night. I also suffered from rashes which would appear on and off on my chest and other parts of my body. My skin became very dry as well. The pain was just unbearable. I had my implants removed on (B)(6) 2021 and even though I'm recovering, I feel much better than I did before. My eyes are no longer dry and I can keep contacts in them. I have more energy now and am not suffering extreme fatigue. FDA safety report ID# (B)(4).